Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
The bushing ("thimble") shows wear around the edges. No other damage was reported.[customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
The bushing ("thimble") shows wear around the edges. No other damage was reported.[customer].